Event description:
Pt was under general anesthesia for vitrectomy, when the medical device stopped working. The surgeon and the medical staff could not correct the problem, and the surgery had to be stopped, mid-procedure. The pt was recovered and transferred to another hosp to complete the procedure. No adverse outcome known at this time.